Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a gastrointestinal (gi) bleed. The patient then had a subsequent transient ischemic attack (tia) during the same hospital admission

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Multiple requests for additional information regarding these events were issued to the customer but no further information was provided. The patient remained ongoing on vad support following the events until being transplanted on (B)(6) 2022 (refer to MFR # 2916596-2022-11279). The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.